Event description:
Reportable based on the device analysis completed on 17sep2025. It was reported that the device failed to inflate. The target lesion was located in the right crown. A lp stingray catheter was selected for use. During procedure, after the device was unpacked and negative pressure was applied normally, the balloon reached the lesion, but failed to expand, despite many attempts. The procedure was completed with the use of another of the same device. There were no patient complications. However, the device analysis revealed that device had a pinhole.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device found no damage or irregularity. There was blood present in the guidewire lumen, and contrast in the inflation lumen, and balloon indicating a use past preparation. The balloon was found in an opened state upon device return indicating inflation occurred prior to device return. Microscopic inspection of the device found a pinhole 2mm proximal to the proximal markerband.